Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found various mechanical tears and holes burned through the silicone. The silicone exhibits localized melting around the holes, indicating multiple arcing events occurred. The hole sizes range from under .010 inches to .030 inches with varying shapes (round and oblong) and are located from .235 inches to .560 inches above the silicone to sleeve interface. Mechanical tears are in the general vicinity of some of the holes.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, arcing was seen coming from the side of the mcs instrument. The mcs instrument was removed and the tip cover accessory was replaced. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.